Event description:
It was reported, the customer was experiencing high blood glucose. Customer's blood glucose was 380 mg/dl. The customer reported their high blood glucose was caused by a site occlusion. Customer also stated insulin was not properly being delivered. It was also found the customer did not have any alarms or alerts prior to their high blood glucose. The customer was unable to troubleshoot at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.